Event description:
The customer reports that when they receive in the product, they notice that the ampoule is broken and had little pieces of glass inside.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was confirmed. Evaluation of the returned unit carton shows the broken ampoule and leakage damage to the ampoule blister and unit carton. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no relevant reported discrepancies. Review complaint history review determined that there was no other similar reported events for the lot. Based on the information provided by the customer, a single unit carton was delivered on its own to the hospital. At the time of receipt, it was noted that the unit carton had liquid marks, the liquid ampoule was entirely damaged and no odour was noted. The returned unit was returned opened three sides and the liquid marks and damaged ampoule were verified. Based on the returned unit carton, description of the event and the additional information pertaining to the details of the packaging and damage noted, it appears that this product was damaged due to inappropriate handling or storage either during distribution/transportation to the hospital or at the hospital. No further investigation is possible at this time as no product was received by stryker orthopaedics. (B)(4) was raised in january 2010 to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection, it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects.

Event description:
The customer reports that when they receive in the product, they notice that the ampoule is broken and had little pieces of glass inside.